Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval, the distribution node was found to be defective. An investigation of the damaged distribution node is currently underway. A supplemental report will be sent when the investigation is complete. No adverse event resulted from the damaged distribution node. The pt received a replacement electrode belt.

Event description:
A (B)(6) old female pt contacted zoll customer support to report a service code 204 on the monitor screen. The pt was issued a replacement electrode belt.